Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be 16-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that coating of insertion tube was peeled off by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The user facility reported that there was air/water leakage from the insertion tube of the tracheal intubation fiberscope. The device was returned to an olympus service center for evaluation, where it was observed that the insertion tube coating had peeled off. This report is being submitted for the reportable malfunction of the insertion tube coating peeling off. There was no report of patient or user impact due to the event.

Manufacturer narrative:
The device evaluation also found the insertion tube was wrinkled, the image guide bundle was stained, and the objective lens was scratched. The control body demonstrated fluid invasion and deterioration. The adhesive rubber was chipped. The angulation wire was stretched and could not angle sufficiently. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.